Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the self-adhesive of her infusion sets was not sticking to her skin and it was causing leaks. She first noticed the problem because she had detected her shirt was wet. She also reported that she had a lump at her infusion site. Her doctor prescribed her an antibiotic for the infection and inflammation at the infusion site. The infusion set was replaced and was requested to be returned for product evaluation.